Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone plate lens and the back end of the lens tore. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
H6: evaluation codes: results - 100(other): visual inspection of the returned product found a large portion of the lens optic, and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - 67(no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted tha the injector and cartridge were not returned for evaluation.